Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The customer¿s blood glucose was 128(mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.